Event description:
It was reported to covidien that the unit's display was missing segments on the spo2 side. No pt harm reported.

Manufacturer narrative:
Covidien investigation found that the spo2 display was missing two bars out of the 9. The fault was isolated to the ui board. The ui board was replaced. (B)(4).